Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported a patient with "breast implants illness" and bilateral ruptured breast implants. This record relates to the right device. The status of device is unknown.

Event description:
Patient representative reported, right rupture. And "breast implants illness" (non device related). The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative additionally reported "chronic fatigue," "anxiety," "sensation of muscle weakness," and "chronic mastodinia due to breast implant illness." Patient's representative also reported "generalized myalgia," "depression," tachycardia of unknown origin," and "abnormal inflammation" which are not device related. Device has been explanted.